Event description:
It was reported the ipg was opened but not used due to no telemetry. The ipg was returned to the MFR for analysis. No pt involvement was reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The ipg was returned for analysis still sealed in the sterile packaging. Functional analysis of the ipg revealed no telemetry. The ipg was cut open and a leaking battery was found. No add'l testing could be performed as the battery leak had damaged the power circuit board. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.